Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into arm, which is off-label usage of the device. Event date is an approximation. On (B)(6) 2026, it was reported that by the end of (B)(6), the patient passed out at home and hit his head sometime after the sensor was put on the arm. When he woke up, the egv was around 150 mg/dl. He drove himself to the hospital. In the emergency room (ER), he had difficulty with balance. His blood sugar was checked and was around 600 mg/dl, while his egv was between 140¿150 mg/dl. He was admitted and started on IV insulin and IV fluids. He stayed in the hospital for six days and was diagnosed with dka, along with electrolyte imbalance. He underwent several tests, including MRI, CT scan, and lab work, which were all normal. At discharge, his blood glucose was around 115 mg/dl, and he was feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. D4 model no - additional. D4 catalog no - correction. D4 serial no - correction. D4 lot no - additional. D4 expiration date - additional. Primary UDI number - correction. H2 correction/additional information. H4 device mfg date - additional. H6 type of investigation - additional. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into arm. Event date is an approximation. On 07/28/2026, it was reported that by the end of july, the patient passed out at home and hit his head sometime after the sensor was put on the arm. When he woke up, the egv was around 150 mg/dl. He drove himself to the hospital. In the emergency room (ER), he had difficulty with balance. His blood sugar was checked and was around 600 mg/dl, while his egv was between 140¿150 mg/dl. He was admitted and started on IV insulin and IV fluids. He stayed in the hospital for six days and was diagnosed with dka, along with electrolyte imbalance. He underwent several tests, including MRI, CT scan, and lab work, which were all normal. At discharge, his blood glucose was around 115 mg/dl, and he was feeling better. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.